Manufacturer narrative:
This report is submitted on march 08, 2023.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans for to re-implant the patient with a new device but it has not taken place as of the date of this report.